Event description:
It was reported that balloon rupture and removal difficulties occurred. The target lesion was located in the native fistula. A 10.0 x40, 75cm gladiator balloon catheter was selected to dilate the lesion. The balloon was inflated twice using a 26 encore inflation device. First inflation was at 16 atmospheres. Upon second inflation, the balloon ruptured at 16 atmospheres. They tried to withdraw using a syringe to ensure that the balloon was fully deflated. However, the physician experienced difficulty withdrawing through an unspecified 8 fr sheath. Fluoroscopy revealed that the proximal balloon material was coming out of the sheath. It was noticed that the device seemed to be stretching and the distal portion of the balloon was left in the patient. The sheath was pulled out of the patient. The distal portion of the balloon was able to be retrieved via cut-down. A 10x40 non-bsc balloon catheter was used to complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a complete balloon circumferential tear. Tear was located at approximately 3cm distal to the proximal edge of the proximal balloon sleeve. The shaft between the two markerbands was severely stretched and there were some scratch marks evident on the surface of the shaft, just proximal from the tip. On closer examination of the stretched shaft it was noted that the distal markerband was free moving along the stretched down shaft. A microscopic examination of the balloon tear found that the distal section of the balloon circumferential tear also exhibited a longitudinal tear. This longitudinal tear stretched from the proximal edge of the distal transition and stretched along the length of the distal section of the balloon tear, measuring 3cm in length. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon ruptured at 16 atmospheres on the second inflation and the dfu states rated burst pressure for this particular size device is 14 atmospheres. (B)(4).

Event description:
It was reported that balloon rupture and removal difficulties occurred. The target lesion was located in the native fistula. A 10.0 x40, 75cm gladiator¿ balloon catheter was selected to dilate the lesion. The balloon was inflated twice using a 26 encore inflation device. First inflation was at 16 atmospheres. Upon second inflation, the balloon ruptured at 16 atmospheres. They tried to withdraw using a syringe to ensure that the balloon was fully deflated. However, the physician experienced difficulty withdrawing through an unspecified 8 fr sheath. Fluoroscopy revealed that the proximal balloon material was coming out of the sheath. It was noticed that the device seemed to be stretching and the distal portion of the balloon was left in the patient. The sheath was pulled out of the patient. The distal portion of the balloon was able to be retrieved via cut-down. A 10x40 non-bsc balloon catheter was used to complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).